Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The additional evaluation revealed that the holding mechanism does not function properly anymore. We have to assume that the clamping mechanism inside is no longer in good condition. The reason therefore may be different. Over-tightening during use may also lead to such problems as well as insufficient cleaning after use. As we had similar complaints in the past, we developed a new generation of cable tensioner which will minimize such occurrences in the future. The new version is available now. However, a device history record has been requested.

Event description:
It was reported that the cable tensioner would not tighten the cable properly. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to the complaint condition.

Event description:
A cable system and lcp-df were used for a femoral fracture. The first cable was worked to tighten. Upon tightening the second cable, the cable tensioner ran idle and couldn't tighten the cable properly. The doctor washed the inner of the cable tensioner in accordance with the cleaning manual. The cable tensioner ran idle a second time and did not tighten the cable. Another cable wire was selected to complete the operation without problem. This is report 1 of 1 for complaint (B)(4).